Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alleged load fill tubing issue could not be verified.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 45 mg/dl. The customer was treated with intravenous fluids of saline. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.